Event description:
It was reported that prior to the start of a da vinci-assisted cholecystectomy surgical procedure, the fenestrated bipolar forceps had an energy cord sticking out. The procedure was completed with no reported injury.

Manufacturer narrative:
An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a segment of the conductor of wire sticking out such that the wire protruded above the outer surface of the main tube. The wire insulation was not damaged and the instrument passed an electrical continuity test. The conductor wire was pulled back into proper alignment from the proximal end in the housing the conductor wire was not broken. Components adjacent to the loose wire did not show damage. The complaint was confirmed by failure analysis.